Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip part of permanent cautery hook was found to be missing. Backup instrument of same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no broken part of tip however it was connected lose to instrument. The instrument was inspected prior to use and damage was found. It was dissecting surgical task and excessive force caused the instrument to break. The instrument was in use for 30 minutes and surgeon noticed that instrument was not functioning properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube at the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h11 for follow-up information.